Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. The elective replacement indicator (eri) was tripped due to high battery impedance on (B)(6) 2010. Eri was triggered prior to explant. Ramware version 8 was installed on (B)(6) 2010. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) performance data collected from the device was analyzed. The elective replacement indicator (eri) was tripped due to high battery impedance on (B)(6) 2010. Eri was triggered prior to explant. Ramware version 8 was installed on (B)(6) 2010. Device evaluation summary: (B)(4) the battery telemetered value measured 2.81 volts and 1.91 volts loaded. The incorrect eri battery voltage measurements are the result of high internal battery impedance. The device is part of the advisory for this model.

Event description:
Asku

Event description:
It was reported that the device reached elective replacement indicator (eri) after 4.5 years. The device was removed and replaced. No patient complications have been reported as a result of this event.